Manufacturer narrative:
Balt USA reference (B)(4). Note: this complaint file is being reported late as part of a corrective action following an FDA inspection. After a review of historical complaint files, it was determined that for this compaint the device failed to meet its performance specifications according to the initial claim submitted by the user. For these complaints, the potential harm did not lead to a serious injury or death, however the performance specification which was failed to be met for these complaints could have led to a serious injury or death based on the initial information that was reported to balt. The investigation of the reported issue was performed by legal manufacture balt extrusion, summary as follows: the affected device has not been returned to balt extrusion sas for inspection. As a result, the analysis of the reported event was limited. The review was so based on the incident description, the pictures provided in the email notification, the device history records the shipping records and the data gathered during our post-marketing surveillance program for such failures. The lot history records (lhrs) review did not highlight any anomaly which could potentially explain the issue experienced during the procedure. During the packaging process, several steps are performed: the correspondence of the batch number and the reference with the packaged product is 100% controlled. The lot numbers and labeling references on the plastic packets and boxes are controlled by sampling. During the manufacturing process, several tests are performed: the presence of the product in the first packaging is 100% controlled and this verification is performed by another person than the person who did the conditioning. The labeling on the first packaging is 100% controlled the results of these different controls and steps conformed to the specifications. There is no similar complaint registered in our database to date on this lot number. Besides, the hybrid007d was manufactured in february 2021 whereas the hybrid1214d was manufactured in april 2019. It is unlikely that the guidewires were mixed 2 years apart in our packaging factory. Regarding the shipping records, 50 units of hybrid007d were sent to the distributor on the 05 may 2021 ; whereas 6 units of seclipse7 kits containing the affected batch of hybrid1214d were sent to the distributor in may 2019. Also, the last hybrid1214d of the lot manufactured in 2019 was sent to our customer before the creation of the hybrid007d lot manufactured in 2021. There was no return guidewires to us and according to the lhrs, both lots never met. This information could strongly rule out a packaging error from our manufacturing and packaging factory. In conclusion, we cannot accurately determine the root cause experienced by the user since the affected device has not been returned to balt extrusion for investigation but, based on the information we had, the quality of the device does not seem to be involved. Manufacturing records complied to specifications. A hypothesis could be a packaging error but based on our traceability device records, this hypothesis is unlikely to happen. However, it could be an isolated error. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. At this time, no such increase in rate of occurrence has been observed, however this issue will remain subject to continued tracking as part of our post-marketing surveillance process. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "while openning the hybrid007d and without noticing it was containing hybrid1214d, dr noticing only when it wont enter the sonic1.2f. We have asked the staff to check all other hybrid007 with same lot, and they are all ok." Incident report form received for this complaint indicated no patient injury was sustained.